Event description:
It was reported that the lead was cut during a stage 2 procedure. Duplicate of manufacturer¿s report # 2182207-2025-02549.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the representative regarding the incident involving the cutting of the lead. The cause was determined to be an error by the resident, who accidentally cut the lead while closing the head after tunneling. The issue has since been resolved¿ the lead was replaced the following week on (B)(6), and the patient now has a new lead. The representative was notified of the event during a stage 2 case, after all impedances had been checked and the physician had left the room. The physician called the representative back when the incident occurred. There were no issues with the product itself, and the initial report was made by the physician.